Event description:
Boston scientific received information that one day post implant, inappropriate ventricular sensing and pacing was observed. The device was unable to capture sufficiently at 3v. Sensing measurements through the pacing system analyzer (psa) were 14.1mv with r-waves and sensing measurements through the device were 1.5mv. The right ventricular (rv) lead was replaced and connected to this device with no change in measurements. This device was replaced and appropriate measurements were observed. No adverse patient effects were reported during the procedure.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
The device was returned for reliability analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was thoroughly inspected and analyzed. The device was then subjected to a series of automated diagnostic tests that verify the performance of the pacing, sensing and recording functions of the device. The device performed normally throughout all tests.